Event description:
Customer alleged an undosed blood glucose result of lo, which on the active system indicates a result less than 10 mg/dl. The customer had not yet applied blood to the strip, did not report symptoms, treatment of action based on the alleged undosed result. She removed. Reinserted, dosed same strip and received blood glucose result of 85 mg/dl within 10 minutes on the active system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.